Event description:
It was reported that the implantable cardioverter defibrillator exhibited wide qrs oversensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. Programming changes were made. There were no patient consequences.